Manufacturer narrative:
User reported issue was confirmed. Device was found to have a speaker issue. The speaker assembly was replaced. The device was retested to meet all the specifications on 07/24/2015. The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016. (B)(4)..

Event description:
The user reported "the alarm sounds very funny. I starts out with a single beep then ramps up into a shrill very rapid beeping". The device had a speaker issue. No patients was involved in this case.